Event description:
A report was received that a patient had a local skin infection following a trial procedure. The symptoms were low back pain and tenderness. A culture was taken and the physician could not confirm it was device relation or procedure related. The patient was prescribed antibiotics and the infection has cleared. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded, and will not be returned for investigation.